Event description:
It was reported that an ilet user experienced hyperglycemia after running out of insulin and encountering difficulty exiting the device¿s reports screen to change the cartridge, which delayed resumption of insulin delivery. Symptoms included elevated blood glucose, with a reported peak of 291 mg/dl, and no loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included temporary elevation of blood glucose outside the target range for about one hour without use of backup therapy or ketone testing, and no medical intervention was required. Investigation included troubleshooting and education to guide the user back to the main screen and complete the cartridge change, after which insulin delivery resumed. Investigation of this case revealed user difficulty interacting with the device interface while the insulin reservoir was empty, consistent with low drug supply. It was concluded that the event was associated with hyperglycemia of unclear cause beyond the immediate loss of insulin delivery, with no device malfunction confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.